Event description:
It was reported that the patient had a retroperitoneal bleed. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician went to get groin access and had difficulty obtaining arterial access. Both sides were attempted and hematomas happened. Once arterial access was obtained, the procedure was continued. The patients blood pressure started to drop, and no pericardial effusion was observed. The patient was treated with medication and fluids. The procedure was successfully completed with the closure device implanted in the laa of the patient. Post procedure it was noted that the patient had a retroperitoneal bleed and they were taken to the operating room to have the bleed repaired. There were no other complications that were reported to have occurred, and the patient is expected to make a full recovery.